Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mom reported via phone call that customer experiencing low blood glucose. Blood glucose level was 48 mg/dl. Customer treated with snacks. Customer not using auto mode. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.